Manufacturer narrative:
The device was returned to the service center for evaluation. During the evaluation of the device, the service center internally/ externally inspected the error code 31, 53, 55, 66 had been observed. The device passed all tests. Section g3 and h6 have been updated in this follow up report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.